Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, embedded; occlusion; unable to retrieve, anxiety, back/ chest/ hip pain'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported anxiety, back/ chest/ hip pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
The plaintiff allegedly received the filter via right internal jugular vein on (B)(6) 2004 due to extensive deep vein thrombosis (dvt). An unsuccessful removal attempt allegedly occurred on (B)(6) 2015 and (B)(6) 2015. The plaintiff alleges embedment, occlusion, device unable to be retrieved, anxiety, and back, chest, and hip pain.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(4) 2017 as follows: the plaintiff allegedly received the filter via right internal jugular vein on (B)(6) 2004 due to extensive dvt. An unsuccessful removal attempt allegedly occurred on (B)(6) 2015. The plaintiff alleges embedment, occlusion, device unable to be retrieved, anxiety, and back, chest, and hip pain.